Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with powerled device. As it was stated due to impact on lighthead¿s cover paint was crumbling and falling from the device. No information about any injury was provided, however we decided to report this issue in abundance of caution and based on potential as any particles falling into sterile field during procedure might led to contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with powerled device. As it was stated due to impact on lighthead¿s cover paint was crumbling and falling from the device. No information about any injury was provided, however we decided to report this issue in abundance of caution and based on potential as any particles falling into sterile field during procedure might led to contamination. It was established that when the event occurred, the surgical light did not meet its specification as paint chipping of the device led to technical deficiency and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use), cleaning product. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow detecting the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint; nevertheless, the parts impacted by serious damage must be replaced. The current cleaning product must be improved as described in user manual. We believe that all remaining devices are performing correctly in the market. Given the circumstances and after our review of complaint ratio behavior of this nature, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.